Event description:
A healthcare professional reported that loose tip message displayed during calibration. The procedure type and completion details were unknown. There was no information about patient impact at the time of reporting.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)